Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, it was noticed by the hospital staff that the epg turned off. The epg was exchanged for another epg. The epg was returned for servicing. There were no patient complications, the patient had an intrinsic heartbeat, 60-70 beats per minute (bpm).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).